Event description:
Event description boston scientific crm received information that the patient with this pacemaker was hospitalized with syncope leading to a cerebral hemorrhage. The device also exhibited a confirmed 4.8 second pause in pacing while the patient was asleep. The field representative performed a check following another 1.8 second pacing pause in which the thresholds, outputs, and impedances were noted within normal ranges; however, noise was reproducible with isometrics. The outputs were increased and the sensitivity was lowered as a safety measure. The electrograms revealed a ventricular tachycardia episode at 380bpm with two intervals that looked like noise. In a revision, the right ventricular lead was surgically abandoned with suspected microfracture and the device was explanted electively.